Manufacturer narrative:
Device used for treatment, not diagnosis. Additional product code: hty. UDI (B)(4) unavailable, product made prior to gtin compliance date. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device history records review not available to report at this time. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Device report from synthes on an event in (B)(6) as follows: during a surgical procedure with a patient at (B)(6) hospital ((B)(6)), on (B)(6) 2018, a 1.25 mm guide needle with refill tip 292.620 was used, which broke, leaving a fragment of the needle in the patient's tibia and that was impossible to recover. The date of the event: (B)(6) 2018. And the procedure was "reduction and osteosynthesis of right ankle luxofracture", the product was: 1.25 mm guide needle with thread tip, code 292,620, lot: l514495. There were no patient consequence. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part no.: 292.620, lot no.: l514495: manufacturing location: balsthal, release to warehouse date: 26.jul.2017. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional patient identifier reported as (B)(6). Patient¿s date of birth/age and gender is unknown. A device history record (DHR) review was performed for part no.: 262.950, lot no.: l514495: manufacturing location: balsthal, release to warehouse date: 26.jul.2017: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Complainant device is not expected to be returned for manufacturer review/investigation. The incorrect date was inadvertently utilized in initial medwatch (mwr-(B)(4) ). The correct date is 4/3/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.